Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shoot or squirt insulin out of the infusion set when they prime it, instead of just dripping out. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was rejected new battery as well as lost the setting and insulin pump was locked and unresponsive. Device will not be returned for the analysis.